Event description:
It was reported when the device was used in a laparoscopic cholecystectomy, the safety shield would not retract. The case was completed with the same kind of device. There was no consequence to the patient.